Manufacturer narrative:
Additional information: b3 (update to asku), h4, h6, h10. B3: the event occurred on an unspecified date of november 2023, further described as "within the past week". H4: the lot was manufactured may 05, 2023 - may 08, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was observed after leaving the compounding facility but prior to patient use. There was no patient involvement. No additional information is available.